Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the faraview pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. After transseptal puncture a faradrive steerable sheath clear was inserted in the left atrium. During the insertion of the farawave catheter, the physician noticed air in the faradrive steerable sheath clear and the valve of the faradrive steerable sheath clear was broken. The faradrive steerable sheath clear was irrigated using a pressure bag. No fluid leak nor air in patient was observed. Air bubbles were noted during aspiration. Only the dilator and the catheter have been in the sheath prior to, and/or at the time, the air was observed. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the faraview pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. After transseptal puncture a faradrive steerable sheath clear was inserted in the left atrium. During the insertion of the farawave catheter, the physician noticed air in the faradrive steerable sheath clear and the valve of the faradrive steerable sheath clear was broken. The faradrive steerable sheath clear was irrigated using a pressure bag. No fluid leak nor air in patient was observed. Air bubbles were noted during aspiration. Only the dilator and the catheter have been in the sheath prior to, and/or at the time, the air was observed. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported visible air/bubbles event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the external and internal valves creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak from the hemostatic valves. Inspection of the hemostatic valves found tears in the external and internal valves. Additional inspection of the hemostatic valves observed both valves to be deformed from the prolonged insertion of the dilator. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: boston scientifics investigation determined tears in the external and internal valves most likely caused the leaking observed clinically and was likely attributed to the device design.